Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted and replaced due to decrease in sensing. The patient was stable post procedure.